Manufacturer narrative:
Eval codes: method, result, conclusion codes apply to interstim ii (serial# (B)(4)) and lead (lot#va1gh3a). Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) found no anomalies. Analysis: analysis of the tined lead, 3889-28, interstim,us 28 cm (lot#va1gh3a) found {x} conductor(s) were broken in the body of the lead which is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product ID: 3889-28, lot# va1gh3a, implanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted that they didn't fall (this information conflicts with what was previously reported). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said therapy worked at first (stimulation was 0.5v or 0.6v), but their bladder symptoms went back to where they were prior to implant. They added that their symptoms worsened recently. They also said they "feel nothing" and stimulation is at 1.0v. Prior to the call, the patient went into the healthcare provider's (hcp) office where they found out the device was broken after it was checked with the clinician programmer (cp). Caller said, "[the hcp] could tell that it was not working, it was not showing anything". The patient did not know any more details about what was broken, but they did say the hcp asked if they had fallen. Caller noted they did, but it was not hard enough to do damage to the device. The patient noted the hcp wants to replace the ins. The call center told the patient that the device can be returned to the manufacturing company if there was a suspected problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1gh3a, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient reported that lead didn¿t work. Also physician found impedance on the lead. Lead also broke during removal. No know factors were found to be a contributing factors. Impedance check was performed on old lead. Surgery was performed to remove the lead/battery and replace. Lead partially broke on removal leaving electrodes in. The issue was resolved at the time of this report. There were no further complications reported at this time.